Manufacturer narrative:
(B)(4): evaluation: results - evaluation for the returned product shows that the panel side b: window zipper slider body is open. (B)(4).

Event description:
Customer claims there's zipper damage on the large side panel. When the zipper is closed the teeth do not connect. The issue was discovered during set-up. There was no patient contact.